Event description:
The device was used during a laparoscopic hernia repair. It was reported the devices jammed. The devices were not saved. The case was completed with a third device. There was no consequence to the pt.